Manufacturer narrative:
Claim# (B)(4). Manufacturer narrative comments - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. In a separate visit the lens was explanted. In a second surgery during the separate visity a replacement lens of longer length was implanted. The problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.